Event description:
Blood glucose measured hi on the meter for two days and customer continued to take her normal 50 units of insulin once per day along with other oral diabetes medication. It was reported a relative took customer to the hospital due to the ongoing readings of hi. Reporter stated meter read hi at 5 pm versus 244 mg/dl on the hospital meter so hospital gave customer customer some water and let her rest until a lab was performed at 8 pm with a result of 162 mg/dl. Reporter indicated less than 1/2 hour after going home, customer's meter read hi. A request was made for the return of the sustpect device and replacement product was sent.